Manufacturer narrative:
Isi received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation was able to confirm the customer reported failure mode. The unit could not be installed into a test system due to a broken printed circuit assembly board and strands. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the customer experienced a hard error 297. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the site disconnect the cable, restart the system and press fault override. At that point, the surgeon made the decision to complete the planned surgical procedure using an external illuminator. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility but was unable to reproduce the reported failure. However, the error was confirmed through the system logs. To resolve the issue the fse replaced the illuminator. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.